Manufacturer narrative:
Film evaluation results are: the cause of the possible retrograde type a dissection could not be determined from the films provided. Pre-implant films, and films during implant were not available for review. The films provided also showed perfusion to the false lumen inferior and below the distal end of the stent graft and enlargement of the descending thoracic aorta. The entry tear of this dissection appeared to originate distal to the stent graft, which was not covered by the stent graft. It was unclear if this dissection was present prior to implant. It could not be confirmed if there was any relationship between the stent graft and the dissections observed. Unclear if procedure related. This may have been due to the patient¿s pre-existing condition; implanting in a patient with a type b dissection and marfans syndrome. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 15.0 cm thoracic aortic dissection. Nine days post index procedure, a radiology report noted that the distal end of the stent graft was not sealed with the aortic wall and the dissection was along the inferior margin of the stent graft. There was a possible distal type I endoleak which could enlarge the thoracic aorta. The thoracic aorta diameter had enlarged since prior to the stent graft placement and measured 4.5 cm transversely. Previously, the lumen of the thoracic aorta had measured 2.6 cm in diameter. It was reported that the patient presented emergently, sixteen days post index procedure, with back pain and a type a retrograde dissection into the innominate artery. A radiology report noted that the dissection was persistent and extended into the abdominal aorta. The ascending aorta had enlarged to 3.6 cm in diameter and had previously measured 2.9 cm in diameter. A possible distal type I endoleak was noted around the endovascular stent and an enlarging aortic aneurysm was also noted. The physician stated that the cause of the event could not be determined. No intervention is planned. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.